Manufacturer narrative:
The returned device was evaluated. During evaluation the device passed all visual and functional testing. The unit was found to visually and audibly alarm during alarm conditions. The unit was determined to be functioning as designed.

Event description:
The customer reported that the product will not pick up a signal. It was also reported that it "disables apex pro boxes by cutting out ECG signal when (B)(4) is plugged in." No consequences or impact to patient were reported.